Manufacturer narrative:
Evaluation summary: a sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Attempts to gather additional information have been unsuccessful. (B)(4).

Event description:
An ophthalmologist reported that following a glaucoma filtration device implantation, a patient experienced anterior chamber bleeding. The patient still had red blood cells on the posterior side of the iol one week postoperatively. The ophthalmologist suspects the bleeding may be from movement. The doctor referred the patient to a retina specialist who ruled out an infection.

Manufacturer narrative:
No sample has been returned for evaluation for the report of bleeding; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. A possible root cause is that postoperative hyphema is an established risk associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).